Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Per the patient¿s nurse, the patient does not adhere to wearing a mask during the pd exchange; a known risk factor for developing peritonitis. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis on (B)(6) 2019. The patient was experiencing cloudy pd effluent and was subsequently admitted to the hospital. During hospitalization, a pd culture was obtained and yielded no organism growth and an elevated white blood cell count. The patient was initiated on unknown antibiotics while hospitalized and continued their pd therapy. The patient was discharged on (B)(6) 2019. The patient was continued on outpatient antibiotics with fortaz 1 gram and vancomycin 1.5 grams intraperitoneal (ip) for 2 weeks. The patient has recovered and has continued pd therapy without any issues. Per the pd nurse, the patient did not have any fluid leaks or any issues with a fresenius device, product or drug in relation to the peritonitis event. The cause of the peritonitis was attributed to a breach in aseptic technique; the patient doesn¿t always adhere to wearing a mask during their pd exchanges.